Event description:
It was reported during generator replacement when the new generator was implanted a warning message was seen saying the generator was not supplying power and impedance was on the lower side, no further details were provided. The surgeon concluded that the generator was defective and removed the device. The generator was later tested once explanted and all diagnostics were seen ok. The suspect device has not been received to date. No other relevant information has been received to date.